Event description:
It was rpeorted that the introducer sheath was placed femorally for catheter placement. Insertion of the catheter was uneventful. Stenting was performed through the sheath and several passes were made with a balloon catheter. At the end of the procedure, the physician noticed a piece of material advancing into the vessel with the catheter. The piece of material which appeared to be metal, detached from the catheter and embolized. The piece of metal was removed with a snare device. There were no patient complications.